Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's leads were found dislodged as confirmed via x-ray. The issue was attributed to twiddler's syndrome. A surgical revision was performed in which this right atrial (ra) lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.